Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated the power control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system monitor went blank during a case. No pt injury was reported.